Event description:
Dr. Was using neuro microscope #3 in the operating room. There was not enough light coming out of the observer lens for the resident to safety assist the attending surgeon. Also, the button that controls the recording for the ic green is delayed.